Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, visibility/palpability, wrinkling, symmastia and crease/folding of implant was received on oct 04, 2017 with lot number 2328861. Visual analysis was performed which identified an opening on anterior, white particles on shell surface, fold creases and wear abrasion. Leak test was performed which identified an opening on shell. Microanalysis identified a sharp opening on crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: crease sharp assessed as fold flaw opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Patient reported a left side deflation and "problems." Patient stated the left side "looks like it was separated" and there was a "sagging area, and it is situated too low". Healthcare professional confirmed left side deflation, left side wrinkles, folds, and ripples, left side the areola is lower, there is a shorter difference in the left side inframammary crease, and left side symmastia. The patient has moderately thin skin. The device remains implanted. This medwatch is for the left side. See MFR # 9617229-2017-01310 for the right side.